Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain indications. The reason for call was the patient (pt) called stating that they lost their controller. Pt said before they lost their controller they had so much trouble with it. Pt said they had so much trouble with the device previously where they had called into ps. Pt said the issues had started about 1.5 years after they were implanted. Pt said issues consisted of not being able to get it charged and said they couldn't get it to turn off/on (pt was hard to follow) (see pe 704253666 for information regarding inability to turn controller on/off). (See rtg0122239, rtg0139648, rtg0139662, rtg0139667, rtg0153378, rtg0242004, rtg0304048). Pt said their managing hcp was dr. Sweet. Pss documenting information given during call. Patient called stated she haven't received the controller. Ps provided sunmed phone number and transfer patient to sunmed. On (B)(6), patient called and stated they got a new controller and yesterday when the pt plugged the controller in they got the message software problem 1. Intellis 2.3.6 3.245 4. Ensinterfacesm.c. During call pt opened the controller battery door cover and noted they only had 2 aa batteries in the controller and they were not given a new lithium battery. Pt consulted with (B)(6) from sunmed who said a new controller battery was going to be shipped separately and there was an order. Ps closed case. Caller / patient daughter called regarding returning all the external devices. Caller stated the hcp decided to go a different route and removing the ins on (B)(6) 2022 because the device never worked. Caller like to know if she can return all the external devices in the same box. Ps reviewed it is important to keep the external devices as long the ins is implanted. Caller stated the new controller is showing software problem. Ps reviewed how to reset the controller and caller said she will try that but it never worked. Ps reviewed caller can return all the external devices once the ins is remove.

Manufacturer narrative:
Concomitant medical products: product ID: 97745nt, lot#:, serial#: (B)(4), implanted: explanted: product type, product ID: 97745, lot#:, serial#: unknown implanted: explanted: product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.